Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with (B)(4) battery. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. Data analysis: the download history file shows data from (B)(6) 2015; there is no data listed for the dated of (B)(6) 2015 date of death.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller stated that on (B)(6) 2015 they noticed that the customer needed help; he had low blood glucose and suffered seizure. The caller could not recall what the customer's blood glucose was at the time of the incident. The paramedics were called and the customer was transported to the hospital. The emergency room staff disconnected the customer's insulin pump. The customer remained in the hospital until (B)(6) 2015, when he passed away. The cause of death was osmotic cerebral edema and acute respiratory failure. The caller stated that the customer started having trouble with low blood glucose, off and on, for about thirty years and had seizures due to the low blood glucose events for about twenty years. The customer had issues with the retinas and circulation trouble in the legs and the feet. The caller did not know the customer's blood glucose at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.